Event description:
During the treatment of an aneurysm, the embolization coil prematurely detached partially within the aneurysm and the microcatheter. The coil and microcatheter were removed successfully using a snare. No harm was reported. Patient info - pt identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device was reported to be unavailable. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.